Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to broken retractor band. A field service engineer replaced broken retractor band and reseated rowboard cable to drawer controller in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had drawer failure. As per part investigation, it was determined that thermal damage on the flat flex cable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique identifier (UDI), section g reporting office contact, section h device manufacture date and manufacturer narrative a review of the complaint history for s/n (B)(6) was performed in salesforce which did locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 11nov2021, was conducted. The review confirmed that no manufacturing nonconformances or production related failures were identified that correlate with the customer reported issue. The reported condition of multiple drawer failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to the work order wo: (B)(4) the fse reported that the enhance half height drawer 5.1 was frequently failing. Powered down station and replaced broken retractor band. Reseated rowboard cable to drawer controller. Tested drawer multiple times in diagnostics with no issue. During dchu visual inspection: p/n 353844-01 was received with thermal damage on the flat flex cable upon microscope inspection. During dchu testing: p/n 353844-01 testing from dchu was not necessary due to the thermal damage observed on the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)